Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion even after pushing forcibly. After removal, it was noted that the distal tip got lifted. The procedure was completed with a 25mm/38mm non-bsc stent. There were no patient complications reported.